Manufacturer narrative:
This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.

Event description:
It was reported that this patient with pacemaker device had a rate of 700 and 100 beats per minute (bpm) with ap vp behavior. It was 130 bpm and the minute ventilation (mv) was on. Boston scientific technical services (ts) discussed to move any monitoring equipment away from the device as these maybe affecting mv and sensor baseline. This device remains in service. No adverse patient effects were reported.